Manufacturer narrative:
Catheter investigation summary - two catheters were received and evaluated. The 16f slsii, 500-013, serial (B)(4), was received. This is the device that was in use at the time of the patient injury. No visual discrepancies were noted and the unit calibrated with no issues identified. A review of the lot history records found no issues or non-conformances related to the event. A 14f slsii, 500-012, serial (B)(4) was also received. This device had been used at the beginning of the case. No visual discrepancies were noted and the unit calibrated with no issues identified. A review of the lot history records found no issues or non-conformances related to the event.

Event description:
This was a lead extraction case performed in the catheter lab to remove one vdd rv lead (150 month old) for infection. The physician prepped the lead with a stylet and a suture, and the physician started with 14f slsii laser sheath. It was approached by the left subclavian vein. The 14f laser sheath was not able to advance just before a proximal electrode, so the physician upsized to the 16f slsii. After that, a blood pressure drop was identified (50 mmhg), the physician noticed an effusion. The physician stopped the lead extraction procedure. A pericardiocentesis was performed and 60cc of blood fluid was drained. The patient was stabilized.